Manufacturer narrative:
The reported events of failure to remove lead from catheter and dislodgement were not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies with the exception of procedural damage. The measured full helix extension length was within specification as received. The lead was able to be fully inserted and removed from the introducer with no restriction.

Event description:
It was reported that during the initial implant procedure, the patient's right ventricular lead became dislodged upon slitting the catheter. It was further noted that the lead could not be removed from the sheath. The procedure was completed using an alternate lead on (B)(6) 2022. The patient was stable.